Event description:
Product description and use: the flocoil shunt is a polymer tube with an embedded stainless steel coil with atraumatic tips at each end. There are openings in the tips to allow for perfusion of blood through the shunt beyond the arteriotomy. The shunt sizes are based on the outer diameter of the polymer tips. A radiopaque tab, which identifies the shunt diameter, is attached by the thread to the shaft of the shunt to facilitate positioning and removal from the arteriotomy. The flocoil shunt is designed to help reduce blood in the operative field by temporary occlusion of the artery and to provide blood flow distal to the arteriotomy during the anastomosis. The flocoil shunt is not an implant and is removed prior to completion of the anastomosis.